Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call issues with their infusion set and bent cannulas. Customer's blood glucose level was 216 mg/dl. Customer was advised to change out their site as they used the same site for a 5 to 6 year period. Customer was advised to follow up with their healthcare provider in regards to choosing a proper site on their body.